Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 65-year-old male with a past medical history of coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage b) and was initiated on impella cp support via right femoral percutaneous arterial access on (B)(6) 2026 at 23:37. During support, the device functioned as intended at p-8 providing 3.4 l/min flow with d5w sodium bicarbonate purge solution, and proper pump position was confirmed via imaging. While on support, a foley catheter was inserted and the urine progressively darkened to a dark red appearance, consistent with hemolysis. No evidence suggested pump contact with the mitral apparatus. Repositioning was not performed as positioning was deemed appropriate. Due to ongoing hemolysis and anticipated need for longer-term support, the decision was made to upgrade therapy. On (B)(6) 2026 at 12:43, an impella 5.5 was surgically implanted via right axillary/subclavian arterial access, and the impella cp was explanted at 12:45. Following device removal, hemolysis resolved with urine returning to clear appearance. The patient survived the procedure and was stable post-explant, remaining on impella 5.5 support. The event was attributed to the impella device, and the reported patient injury was hemolysis without associated organ damage.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.